Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: during evaluation the pump was unable to detect the cartridge during the load cartridge step. A review of the pump history indicated that the pump emitted a no cartridge detected warning which was duplicated during evaluation. The pump was opened and a component in the force sensor circuit was found to be shifted on the circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: during evaluation the pump was unable to detect the cartridge during the load cartridge step. This report is being made based on the evaluation results.